Manufacturer narrative:
It was reported that the bi-lateral patient experienced pain in the left knee. It was reported that an x-ray indicated that one or more components of the left system had failed. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the bi-lateral patient experienced pain in the left knee. It was reported that an x-ray indicated that one or more components of the left system had failed. Revision surgery occurred.